Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that an ilet user received alert 64, indicating a haptic system error, initially resolved by a restart but recurring later, with contemporaneous bluetooth disruptions and lost dexcom g7 readings; a replacement pump was issued and the user was instructed on shutdown and data handling. Symptoms included no adverse clinical effects and a reported blood glucose of 108 mg/dl. Outcomes included temporary loss of haptic alert functionality and interruption of connected cgm data visibility, with continued cgm use via the dexcom app or receiver. Investigation included device troubleshooting, confirmation of the specific alert, review of connectivity behavior, and logistical replacement. Investigation of this device revealed a suspected haptic subsystem malfunction in the pump with associated communication instability, consistent with a device alert function failure. It was concluded that the cause was a device component failure of the haptic alert system.